Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was found dislodged from heart tissue one day post implant. A revision procedure was performed wherein the lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.